Manufacturer narrative:
Correction: section d4, serial number should have been "blank" rather than (B)(6).

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited low pacing impedance and undersensing. No changes or interventions were performed. The patient condition was not known.